Event description:
Shortness of breath [slurry] [dyspnoea]. Case description: spontaneous report received on (B)(6) 2009 from a surgeon regarding a (B)(6) female patient, initials (B)(6). The patient had a history of erythromycin allergy and breast augmentation. On (B)(6) 2009, the patient underwent an ovarian cystectomy for a complex ovarian mass. During the procedure, 6 sheets of seprafilm were used in a slurry and laparoscopically placed in the pelvis between the uterus and rectum. During surgery, vicryl was used and the patient was given 1gm of "cephazolin." The patient developed shortness of breath the evening of the surgery on (B)(6) 2009. The patient called the surgeon on (B)(6) 2009 and was still experiencing shortness of breath. The patient was told by the surgeon to go to the emergency room to be evaluated. No further information was known. The surgeon assessed the event as possibly related to seprafilm. Additional information was received from the surgeon on (B)(6) 2009. The physician stated that the patient did go to the emergency room as he had advised and a pulmonary embolism was ruled out. The physician had no other information regarding the emergency room visit or any treatment the patient may have received there.